Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument jaws stopped responding to physician controls for opening/closing of jaws. The instrument was removed from one arm and tried on another with the same results. A fenestrated bipolar forceps instrument was used instead to complete procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no abnormalities such as dislodged, misaligned jaws, sticking grip tips, or wrist issues noted on the force bipolar instrument; however, the jaws were stuck closed and would not reopen, with no tissue trapped between them. The instrument and cannula were not removed together, nor were additional ports placed or port incision increased for removal. There was no reported bleeding, physical damage (such as broken fragments, jaw, or cable issues), or wire exposure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and showed seven lives remaining. It passed both the recognition and engagement tests. The instrument moved smoothly with a full range of motion in all directions, and the grip tips opened and closed properly. No physical damage or abnormalities were observed. The probable root cause cannot be determined based on the information provided and failure analysis results. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.